Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product(s): 42532006702 - tibia cemented 5 degree stemmed right size d - 64426827.

Event description:
It was reported that the articular surface would not lock into the tibial tray. Several attempts were made. A new articular surface was opened and successfully implanted.

Manufacturer narrative:
Visual examination of the returned articular surface identified the distal surface exhibits damage in various areas and the dovetail locking feature is flared out. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Per persona the personalized knee system package insert, 'this device is for single use only, do not reuse. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents. Do not reinsert an articular surface implant or a porous component implant that has been inserted previously. There may be visually non-detectable flaws that could reduce the service life of the implant.' However, with the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.